Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device found clamp mark on the marker tube. The needle slots and suture ports appeared normal. There was needle strike mark on the barrel face posterior medial side. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. The evidence of needle strike mark on the barrel face suggested that the needles might have been deflected by an unidentified cause. However, we were not able to establish a root cause based on the investigation findings. Review of the lot history record (lhr) did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy suture. Time of malfunction and symptoms/ae: during vessel closure. Symptoms/ae: hemostasis achieved using a stitch. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure after an interventional procedure. The puncture site was 10fr and the physician chose to use a prostar xl device instead of using a normal suture to close the vessel. Reportedly, the needles would not come out of the prostar device and the suture failed to capture. This occurred 3 times with 3 prostar devices. The puncture site was ultimately sutured. There were no reported adverse patient sequelae. No additional information available.